Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was (B)(4) and (B)(4). Pt said all of their equipment was not charging and they were having a lot of problems with it for it was it was not working properly. When asking for clarification pt kept saying its old and not working. Pt noted their cat did cause the insr to fall and when recharging it was not making a beeping sound. Pt said they did not feel anything when they move it up or down, when asked to clarify pt said they did not know what they them selves were talking about. Pt said their ins was not staying charged for it needed to be charged every 5 or 6 hours. Pt noted they did increase the intensity and decreased the intensity but it was still the same. Pt said they felt a lot of pain and when they try to charge the ins its not doing anything or charging. During reason for call pt was being very vague when asking to clarify and ps had a hard time understanding what pt was meaning. During call pt verified no damage to ins or to the dtc and that the dtc had a green light when plugged into the wall. Pt kept saying it was very old and recharging but over call the insr was recharging and pt noted they charge their ins every 5 or 6 hours. Ps understood the external equipment was working the way it was intended. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Continuation, concomitant medical product: product ID 37651. Serial# (B)(4). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.